Event description:
The customer reported falsely elevated glucose generated from architect c8000 analyzer and provide the following data: initial result was 185 mg/dl and repeat results were 98 and 82 mg/dl. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 01g06-97 that has a similar product distributed in the us, list number 1g06-11 / 98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated glucose generated from architect c8000 analyzer and provide the following data: initial result was 185 mg/dl and repeat results were 98 and 82 mg/dl. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The architect c8000, serial number (B)(6) was evaluated. Multiple parts were replaced, which resolved the issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the architect system or the sample probe, aero c8k mixer and cc cuv dry tip with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect c8000, serial number (B)(6) and sample probe, aero c8k mixer and cc cuv dry tip.